Manufacturer narrative:
Device evaluation: returned device was received with cracked case bottom in the middle front side. Cracked right plunger case. Keypad damaged. Evidence of reported problem in event log was found. During the evaluation of the device it was unable to duplicate 'primary audible alarm bgnd test' at occlusion test. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the smiths medical cadd had a system failure primary audible background test. No adverse patient effects were reported.